Manufacturer narrative:
H.6 investigation summary: a device history record review was completed for provided material number 38101214 and lot number 3082041. The review found that during batch testing for ¿barcode reading,¿ the printed paper was erroneously approved as the inspection plan was parameterized only to recognize the function of the barcode reader without confirming the information checked. To aid in the investigation of this issue, seven (7) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the barcode defect could be confirmed. A corrective and preventive action plan has been initiated to address this issue and prevent any future occurrences. Any affected packaging paper in stock has been blocked and a hold was placed on any packages involved. H3 other text : see h.10.

Event description:
It was reported that prior to use with 1000 bd insyte¿ autoguard¿ bc intravascular catheter the label information was incorrect, barcode reading 24x0.56 when it should be 24x0.75. The following information was provided by the initial reporter, translated from portuguese to english: the bar code for this material is wrong, reading as a 24 x 0.56 catheter, for this reason we are requesting the return of this material.